Event description:
The customer reports that a false negative architect stat troponin-I assay result was generated for one patient. The customer's lab generated false negative results of 0.04 and 0.03 ng/ml (the lab's cut-off value is 0.04 ng/ml). The sample tested positive at another lab (methodology not documented) at 0.061 ng/ml (normal range of 0 to 0.034 ng/ml). The sample also tested negative at another lab using the architect platform at 0.035 ng/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was completed using retained kits of reagent lot 14273un11 and an internal troponin-I panel. Acceptance criteria were met, which indicates acceptable product performance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer's current issue. Based on the results of this current evaluation, it can be concluded that the architect stat troponin-I assay is performing acceptably. A product malfunction was not identified. The initial submission inadvertently had the lot# documented in the serial # box suspect medical device.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).